Manufacturer narrative:
B5 - the lens was exchanged with a longer length lens. Problem was resolved. Patient is happy, all fine. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -05.50 diopter, into the patients left eye (os) on (B)(6) 2022. The lens was reported as low vaulting and patient experienced refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - refractive change overtime h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).